Event description:
Customer reportedly received the following results within 10 minutes on the same device: 390 mg/dl, 157 mg/dl, 142 mg/dl, and 129 mg/dl. No high blood glucose symptoms reported. No quality controls used. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.